Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated they had been having battery issues not lasting. They tried replacing the battery but it would not come back on anymore. The customer¿s blood glucose level was unknown. Troubleshooting was performed. It was found that the contacts on the battery cap was missing. The customers also reported that they had a replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. They could not review the alarm history due to the blank display. They were advised to monitor the insulin pump when they receive the replacement battery cap and to call back if the issues persist. The device will not be returned for analysis.